Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9597-10 batch 37622319, was received for investigation. The reamer arrived contained the ar-9676, lodged inside. Visual evaluation found multiple scratches in the collar sleeve suggesting signs of friction. Functional testing was not possible as the ar-9676 is stuck inside the ar-9597-10 batch 3762231. The observed condition is most likely caused by overheating during use, which can be attributed to the device's age or extensive use.

Event description:
On 11/21/2024 it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer drive shaft and an ar-9597-10 angled reamer sleeve would not separate. This was discovered during the case with no patient harm. "Using standard technique with relatively normal bone quality the instruments seized together while in use. No damage was noticed to the patient and we simply used a different set of instruments to perform the rest of the steps."

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.